Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a preventive maintenance. The cse also performed a complete system decontamination and ran quality controls and chem wash testing, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that the cause of the discordant, false positive ctni results on four patient samples was related to contamination of the system, which was resolved with the decontamination procedure. It is not known at this time if the customer performed serial measurements as recommended by the dimension cardiac troponin I instructions for use, which states: "the temporal evaluation of cardiac troponin-I concentration is a useful tool in the diagnosis of a myocardial infarction. A sequential sampling protocol is recommended. Serial samples from a patient with a myocardial infarction taken at 6 - 8 hour intervals over the first 48 hours will result in the classic rise and fall in concentration observed with other markers of myocardial infarction such as ck-mb." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive cardiac troponin I (ctni) results were obtained on four patient samples on a dimension rxl max with hm instrument upon initial and repeat testing. The discordant results were reported to the physician(s). Due to the discordant ctni result, a patient with sample ID (B)(6) underwent cardiac catheterization, which resulted negative. Patients with sample ids (B)(6) were redrawn multiple times and were tested on dimension exl instrument, resulting negative. The patient samples were repeated on the original instrument and resulted positive upon repeat testing. The corrected results from the dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false positive ctni results.

Manufacturer narrative:
The initial MDR 1226181-2015-00643 was filed on november 19, 2015. Additional information (11/19/2015): redraw samples for the patients were used for serial troponin testing. Corrected information (10/23/2015): the discordant results obtained on a sample for patient 5 were not included in the initial MDR.

Event description:
Discordant, false positive cardiac troponin I (ctni) results were obtained on five patient samples on a dimension rxl max with hm instrument upon initial and repeat testing. The discordant results were reported to the physician(s). Due to the discordant ctni result, a patient with sample ID (B)(6) underwent cardiac catheterization, which resulted negative. Patients with sample ids (B)(6) and patient 5 were redrawn multiple times and were tested on dimension exl instrument, resulting negative. Redraw samples for the patients were used for serial troponin testing. The patient samples were repeated on the original instrument and resulted positive upon repeat testing. The corrected results from the dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false positive ctni results.